Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The investigation was completed by (B)(4): conclusion: the complaint sample was returned to (B)(4) for evaluation. The reported event could not be confirmed. The offset impactor was disassembled and reassembled with no issues. The drive chain rotated without issue and the threads that connect to the cup appear to be in good condition. The appearance of the device suggests normal amount of use. Some scratches were noted, but is considered normal wear and tear. The DHR was reviewed and no discrepancies were identified related to the reported event. No further evaluation is required.

Event description:
During trialing for acetabular component fit, the 55mm tritanium acetabular trial came seperated from the offset inserter handle after impaction. The trial was manually removed by the surgeon and the required component was placed using the same handle with no problem/event.

Event description:
During trialing for acetabular component fit, the 55mm tritanium acetabular trial came separated from the offset inserter handle after impaction. The trial was manually removed by the surgeon and the required component was placed using the same handle with no problem/event.